Event description:
According to the customer on 3/25, "received an ed admission with an indwelling foley catheter placed prior to coming up to ICU. When settling the patient in the ICU bed, we noticed the disposable chuck pad had urine stains on it. When further turning the patient to reposition and boost, the indwelling foley catheter continued to leak urine around the penis insertion site".

Manufacturer narrative:
According to the customer on (B)(6), "received an ed admission with an indwelling foley catheter placed prior to coming up to ICU. When settling the patient in the ICU bed, we noticed the disposable chuck pad had urine stains on it. When further turning the patient to reposition and boost, the indwelling foley catheter continued to leak urine around the penis insertion site". The customer reported that "a new catheter was inserted". A sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.